Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone extraction procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the basket failed to open. No damage was noted on the device. The procedure was completed with another type of device. Reportedly other stones had been captured/crushed prior to the alleged failure and the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
(B)(4), (side-car push-back). A visual examination of the returned device found the side-car was pushed back approximately 22 millimeters and the exposed coil was buckled in multiple places. A functional evaluation of the device was performed by extending the basket. The basket was difficult to extend due to the heavy residue. Once the basket was extended the device functioned easily. The basket wires were found to be slightly deformed from usage. The condition of the returned incident device was consistent with the complaint incident that the device basket won't open. It appears that heavy residue caused an interference between the basket and coil assemblies causing the basket to not extend easily. The side-car push-back and coil damage seen on the device was also most likely caused during use. Therefore most likely root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).